Event description:
It was reported that during the implant procedure of a right atrium leadless pacemaker (ralp) that after pre-mapping, the helix became caught on myocardial tissue after having advanced protective sleeve for repositioning resulting in elongation of the helix of the ralp. The ralp was exchanged and the procedure completed with a different ralp. There were no patient consequences.